Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed two weeks later and inspection revealed a hole in the left cylinder. Therefore, the left cylinder was removed and replaced. The hospital did not elaborate on the cause of the cylinder hole. The patient improved and had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed two weeks later and inspection revealed a hole in the left cylinder. Therefore, the left cylinder was removed and replaced. The hospital did not elaborate on the cause of the cylinder hole. The patient improved and had a stable outcome.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported cylinder hole was confirmed through product analysis. Review of the manufacturing documentation confirmed that the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected, leak tested and examined using a microscope. The cylinder has wear at folds in the cylinder body and a bulge with broken fabric threads in the proximal cylinder body. The cylinder also has a leak in the distal cylinder body that was the result of explant damage; therefore, it will be considered a secondary failure. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed two weeks later and inspection revealed a hole in the left cylinder. Therefore, the left cylinder was removed and replaced. The hospital did not elaborate on the cause of the cylinder hole. The patient improved and had a stable outcome.